Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right tka approximately three (3) months ago. Subsequently, the patient was seen in the ER approximately one and a half (1.5) weeks post-implantation due to redness around his right leg and was diagnosed with cellulitis. The patient was prescribed medication and the event was reported to have resolved one week later. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 42536007502; lot# 66114028; item# 42522100812; lot# 66034094; item# 110035368; lot# w49aak1701. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. Cellulitis is a rapid-spreading bacterial infection of the dermis and subcutaneous tissues, often caused by normal skin flora or opportunistic residential bacteria, such as streptococcus pathogens. Cellulitis appears as localized redness, swelling, and rash that is hot and painful to touch. The bacteria enter the skin via any cut, abrasion, or break in the skin, thus placing postoperative joint patients at increased risk for the development of cellulitis. Other comorbidities that increase the risk for post-operative development of cellulitis include smoking, diabetes, poor nutrition, obesity, poor hygiene, or circulatory problems. Cellulitis may resolve on its own with conservative treatment but most often requires additional medical intervention, such as oral or intravenous antibiotics, to eradicate the infection. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.